Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged. The pins were bent preventing the electrode belt from connecting to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During investigation of an unrelated problem, it was found that an electrode belt had a damage trunk cable connector.

Manufacturer narrative:
Follow-up report: correction to clarify that the initial reporter's occupation is biomedical engineer and 'yes' was marked.. Initial report: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged. The pins were bent preventing the electrode belt from connecting to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During investigation of an unrelated problem, it was found that an electrode belt had a damage trunk cable connector.